Event description:
It was reported that during a robotic prostatectomy procedure, when stapling with a green reload after the firing there were some staples unformed laying in the patient. They were retrieved. The area was sutured. There was no adverse impact to the patient. The device was discarded. (B)(4)

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.